Manufacturer narrative:
Evaluation: results: stent thrombosis.

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system was used to treat a lesion in a patient. No issues were reported during index procedure. The patient was admitted to the hospital emergently fourteen days post procedure with thrombosis. It is detailed in the IFU that the early discontinuation of prescribed anti-platelet medication could result in a higher risk of thrombosis. It is possible that the failure of the patient to take aspirin may have contributed to the event however, this cannot be confirmed. Patient was reported to be fine post procedure and no clinical sequelae have been reported. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for evaluation.